Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced by a third party servicer. Mmdg did request that the third party servicer send their service records to mmdg and these were reviewed. The pump was found to have it's infusion factor changed incorrectly. This caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump motor was going bad. When the pump was returned to mmdg the pump was found to be over infusing at a rate that mmdg considers reportable. Mmdg confirmed that the complaint occurred during testing and did not affect a patient. (B)(4).